Event description:
It was reported that during device preparation the pacemaker was in device backup up mode. Technical service was contacted to reset the device and the issue was resolved. There was no patient involvement.